Manufacturer narrative:
This reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
There were multiple proximate causes identified for the customer report of broke. They are as follows: barrel clamp assembly damaged. Left iui connector with damaged pins. Rear case damaged.

Event description:
It was reported that device was damaged.